Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model# and lot# of other pipelines involved: model: fa-77400-12, lot: se09-004 - dom: 9/4/2009 - exp: 9/1/2012. Model: fa-77400-16, lot: ju10-032 - dom: 6/24/2010 - exp: 6/1/2013. (B)(4).

Event description:
Treatment of a right carotid artery aneurysm. It was reported after two pipelines were deployed, a small stenosis was observed distal to the aneurysm. A hyperglide balloon was used to ensure the pipelines are fully expanded and the procedure was ended. One month later, the patient readmitted to the hospital for a massive headache. CT scan was performed and showed that the patient had a massive subarachnoid hemorrhage. A third pipeline was implanted to stop the bleed and extravasation was noted from distal of the m3 vessel. It was reported the patient subsequently expired due to the bleed in the m3 vessel and the use of heparin and plavix. Model# and lot# of other pipelines involved: model: fa-77400-12, lot: se09-004 - dom: 9/4/2009 - exp: 9/1/2012. Model: fa-77400-16, lot: ju10-032 - dom: 6/24/2010 - exp: 6/1/2013. (B)(4).